Event description:
It was reported that the data being collected on the internal heart monitor indicates a potential that the device is oversensing some episodes and undersensing others. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.